Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency department (ed) visit and was sleeping on battery power. The patient was being treated for driveline infection and their abdomen "feels different". Log files were sent for review. There were no unusual events recorded in the event log file history. Based on the log files, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.